Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535 - 2016 - 00919 .